Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope image was produced but had a vertical line on the screen. Inspection and testing of the returned device also found foreign materials within the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additionally, there was foreign material found within the nozzle of the device, wear of the angulation wires, a dent on the connecting tube, peeling of the adhesive around the objective lens, a chip and a visible thread on the coating of the bending portion of the device, a dent on the channel tube, the coating on the bending portion of the scope had a wrinkle, paint on the suction cylinder was peeling, paint on the air/water cylinder was peeling, discoloration of the control unit, and scratches were present on the camera cover, light guide cover glass, suction cylinder cover, universal cord protector, universal cord, grip, up/down angulation lock lever, up/down control knob, right/left angulation lock knob, right/left angulation control knob, switch box, scope cover, scope connector, control unit, switch 1, and connecting tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. The material could not be identified. Olympus will continue to monitor field performance for this device.